Event description:
Customer reported to baxter corporate product surveillance a 100 ml drug reservoir in which particulate matter was found. According to the report, a hair was found inside the smaller package containing the clamp and cap. Upon follow up, it was clarified that the hair was found inside the smaller compartment that contains only the clamp and cap. Hair did not touch the drug reservoir. The package remains unopened. This event occurred before use. There is no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, this does not represent a device failure mode, malfunction and/or use error that could cause or contribute to a death or serious injury were it to recur.